Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine relationship to res# (B)(4) due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's parent that the dash personal diabetes manager (pdm) power cycles by itself without any interaction from the user repeatedly. The pdm was also reported to overheat. The parent attempted to power cycle the device to resolve the issue, but the issue persisted.